Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The left atrial pressure during the procedure was only 7mmhg, so the patient's volume was loaded. The procedure continued, and transesophageal echo (tee) confirmed air in the right atrium when approaching the laa with the pigtail catheter. Upon investigating the cause, it was noticed that the replacement fluid bag was empty and that air was entering from there. The 33mm device was placed in the laa, and after confirming that the release criteria was satisfied, the device was released. When checking the air in the right atrium after the release, it was noted to be almost gone. The attending physician and echo physician judged that there was no particular problem with such case and completed the procedure without any additional treatment.